Event description:
The customer stated that he went into the pool with the insulin pump on. The insulin pump now has unresponsive buttons and water underneath the liquid crystal display. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display due to corrosion on the liquid crystal display board. The keypad buttons functioned properly with a testing electronic assembly. No moisture damage was found on the keypad trace or motor.